Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open colorectal procedure. There was early post operative bleeding from the staple line on the colon. This was considered a temporary injury. The blood loss was not more than 500 cc. The product problem was noticed the same day as the original procedure post operatively. There was no additional patient harm. In order to resolve the issue, the surgeon had to stop the bleeding via endoscopy and the use of a clip. During the procedure, the anvil could be tilted after firing and the anvil was not bent. The device fired normally. The stapler sizers were not used. Current patient status is fine.